Event description:
It was reported by the customer that on (B)(6) 2010 the fiber cap detached at 61,594 joules. The fiber cap was subsequently retrieved. No pt injury was reported. The device was not returned for eval.